Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system. The pump was used to deliver unknown baclofen 100mcg/ml at 32.91mcg/day, unknown morphine 15mg/ml at 4.937mg/day and bupivacaine 3mg/ml at 0.9874mcg/day it was reported that, on (B)(6) 2024, the pump was explanted and a partial catheter explant occurred due to an infection present. The doctor had planned a pump replacement, however, when the pump site was opened, there was "white sticky fluid" in the pocket. The doctor sent for cultures from the site and wanted to send the pump and catheter was well. The doctor removed as much catheter from the pump site as possible and cleaned out the site with vancomycin powder. The doctor also placed a suction drain. The devices were not replaced but would be replaced in the future. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n279893003; implanted: (B)(6) 2011; explanted: (B)(6) 2024. Product type catheter p roduct ID 8709sc lot# n291914008; implanted: (B)(6) 2012. Explanted: (B)(6) 2024. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2013-01-26, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 20-may-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.